Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for unspecified symptoms. Decreased sensing was observed on the rv lead. Diagnostic imaging revealed that the rv lead had dislodged. Lead was extracted and replaced with a competitive lead. Patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.